Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and physician details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "extracapsular fluid", "concerns" and cysts.

Event description:
Patient reports left side rupture, a "small amount of adjacent extracapsular fluid" and ongoing problem with developing cysts. The device remains implanted.

Event description:
Patient reports left side rupture, a "small amount of adjacent extracapsular fluid" and ongoing problem with developing cysts. The device remains implanted.